Manufacturer narrative:
The reported complaint is a confirmed fiber leak due to a broken fiber found within the returned dialyzer sample. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with indication of blood exposure; the fiber bundle was tinged from blood residue. Coagulated blood was noted between the polyurethane cut surface and screw flanges on both ends of the dialyzer. Coagulated blood was also noted on the dialysate side compartment near the circumference of the fiber bundle at the non-cavity ID end. The dialyzer was subjected to a laboratory bubble point test where no leaks were detected (possibly due to coagulated blood). Subsequent to removal of the fiber bundle a broken fiber was identified on the circumference of the bundle. The location of the breakage point was noted between the base of the non-cavity ID end bell housing and the knit line. Further visual examination was unable to identify any additional damage or irregularities within the fiber bundle; specifically no loose fiber fragments, kinked, looped, or short or additional broken fibers were identified. The inferior surfaces of the polyurethane were visually examined on both ends for voids; no voids were observed. Although no leak was detected during laboratory bubble point testing, the broken fiber may have resulted in the reported blood leak. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product. As a result, laboratory testing may be inconclusive regarding the failure originally observed by the complaint facility. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss was 200cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample is available for manufacturer evaluation and has been requested.